Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction " alarm while supporting a patient. The customer also reported that the fill volumes were in the 30's. The patient was switched to the backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.